Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device was explanted due to eri and unable to interrogate. The patient was shocked in the ER even though two magnets were placed over the ICD. The patient has an lvad implant which is thought to be interfering. Should additional information be received, this file will be updated.